Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient ipg moved from its original location. The ipg moved from horizontal to lateral position. As such, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg addressing the issue.